Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report seven of seven for the same event; see also 0002184052-2016-00169 through 00174.

Event description:
The sales associate reported the set screw and rod coming off the tulip head. Original surgery was a spondylolisthesis, single level. Four weeks postop the patient came in for follow up visit. The images ap/ l were taken and seem to show the set screw and rod coming off the tulip head. X-rays show progression of listhesis and set screw loosening of the l4 screw and set screw. The procedure was a posterior lumbar interbody fusion (plif) l4-l5 with medacta cages. A revision surgery was performed on (B)(6) 2016.

Manufacturer narrative:
This is report seven of seven for the same event. Reports one through six are reported on MFR #0002184052-2016-00169 through 00174.

Event description:
It is confirmed that for the revision surgery on (B)(6) 2016, the surgeon removed all hardware and replaced them with new screws, rods, and closure tops. It was also reported the surgeon used 8.5mm and 9.5mm screws.

Manufacturer narrative:
The returned closure tops were examined. The witness marks on the bottom surface that sits against the rod were normal. The witness marks are consistent with appropriate locking of the closure top against the rod within the tulip of the pedicle screw. The complaint cannot be confirmed for these two closure tops. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding closure top installation and final tightening against the rod within the tulip.

Event description:
The sales associate reported the set screw and rod coming off the tulip head. Original surgery was a spondylolisthesis, single level. Four weeks postop the patient came in for follow up visit. The images ap/ l were taken and seem to show the set screw and rod coming off the tulip head. X-rays showed progression of listhesis and set screw loosening of the l4 screw and set screw. It was reported the patient had no neurological or mechanical deficit as a result of this issue. The procedure was a posterior lumbar interbody fusion (plif) l4-l5 with competitor cages. A revision surgery was performed on (B)(6) 2016. It was confirmed that all hardware was removed during the revision surgery and replaced it with new 8.5 and 9.5mm screws, rods, and closure tops.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.